Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified second obtuse marginal. The lesion was pre-dilated with a 2.50 x 12 mm non-compliant balloon and a 3.00 x 32 mm promus premier was deployed successfully at 16 atm for 10 seconds. The stent was post-dilated with a 3.00 x 12 mm non-compliant balloon. A type b, distal edge dissection occurred due to vulnerable plaque. The patient experienced slow flow. The dissection was covered with a 2.50 x 16 mm promus premier and the procedure was completed. The patient fully recovered.